Event description:
The surgeon implanted a silicone lens model aq201ov and noticed the lens was damaged. The incision was enlarged when the lens was removed. It was indicated that there were no other pt injuries. It is unk if there was a product malfunction.